Event description:
The customer reported having a blood glucose level of 500 mg/dl and when the pod was removed, he noticed that the cannula never fired.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.